Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The user reported conflicting results with the binaxnow covid-19 antigen self test. The user reported that binax now covid-19 antigen self test provided negative result, however at the 30 minute mark the test provided a positive result. The user states that the second reading of the test may have been past the 30 minute mark. Additional information was requested but has not been provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6, h2, and h6. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 168190 with internal positive quality control samples and negative quality control swabs. The manufacturing records and quality control release testing was reviewed for test kit part 195-160 / lot 168190 and test device 195-430h / lot 164519. One false negative result was observed during quality control testing which is acceptable according to release specifications. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4)% . The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4)%. Abbott diagnostics scarborough was unable to determine an assignable root cause, however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.